Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected filed- h6- medical device ¿ problem code, investigation findings.

Event description:
It was reported by customer that during use on the patient, the cardiosave intra aortic balloon pump had blood in it, and he promptly replaced it with another device, and no personal injury was caused.

Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is- (B)(6). The full event site address is- (B)(6). A supplemental report will be submitted upon the completion of investigation.

Manufacturer narrative:
Updated fields: b3, b4, g3, g6, h2.

Event description:
N/a

Manufacturer narrative:
After investigation, it was determined that the user was using the arrow balloon. For privacy reasons, the user refuses to share the information with the patient. The maintenance of the hospital's equipment is managed by a third-party company as a whole, and a service fee quotation has been made to the third-party company, which has not been confirmed at present. The customer has not accepted the offer. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.